Event description:
It was reported that using a common femoral artery access approach during a procedure of the non-calcified, heavily tortuous celiac artery after predilatation with a 2.0 mm unspecified balloon dilatation catheter the herculink elite stent delivery system (sds) was advanced with anatomical resistance and could not cross the lesion. The sds was being removed from the anatomy for additional pre-dilatation when it was noted that the stent implant had dislodged and remained in the hub tuohy. There was no reported adverse patient effect. A different sds was used to complete the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgment was confirmed. The reported failure to cross could not be replicated in a lab environment as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.